Manufacturer narrative:
A field service engineer (fse) evaluated the instrument found disconnected tubing from the blood sampling valve (bsv) port 10 (red blood cell delivery). The fse reconnected the tubing and the instrument ran without any leaks and error messages. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an uncontained leak from a coulter lh 750 hematology analyzer. The volume of the leak was not specified. There were aspiration errors and voteouts reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye protection and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.